Event description:
In 2009, a 7mm and 14mm amplatzer septal occluder (aso) were successfully implanted in a male patient to close multiple atrial septal defects (asd). Post discharge, the patient complained of leg pain and after diagnosis, it was determined that the 14mm aso had embolized. The patient was admitted at the hospital with renal complications and required abdominal surgery along with surgical closure of the asd. The surgically removed device was disposed of at the hospital. Additional information has been requested, including imaging of the implant procedure, patient and device information, cath lab report/op note and procedural specifics, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was discarded post-procedure. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment.